Event description:
Hill-rom received a report from a hill-rom tech stating the brakes were not holding. The bed was located at the account in maintenance. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom tech found all 4 casters, 4 caster supports, and both main bearings damaged. A search for the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and preventative maintenance on this bed. The tech replaced all 4 casters, 4 caster supports, and boat main bearings to resolve the issue. Based on this info, no further action is required.